Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 10:21 am, the result was 3.7 inr. At 10:40 am, the result was 3.7 inr. At 11:31 am, the laboratory result using stago reagent was 2.7 inr. The therapeutic range was 2.5-3.5 inr

Manufacturer narrative:
The returned strips was provided for investigation where they were tested using a retention meter with a high level control sample testing results: (qc range = 2.2 - 3.4 inr): vial#1: retention meter with customer strips: 2.3 inr, retention meter with customer strips: 2.3 inr, retention meter with customer strips: 2.3 inr. Vial#2: retention meter with customer strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.